Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two obtryx ii system - halo devices were used during an obtryx ii sling procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the physician passed the device on both left and ride sides, he noticed a perforation though the sulcus and decided to pull the sling out to try to repass. When doing so, the mesh got deformed. A second obtryx ii system - halo device was opened but the physician continued to perforate the patient's left side. Reportedly, the physician experienced an issue with the patient's anatomy. Subsequently, the perforations were sutured, and the procedure was finally completed using the second opened obtryx ii system - halo. The patient's current condition was reported to be fine.